Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the probe didn't provide nerve response when it was successfully attached and tried to use. The issue was not resolved by repositioning or troubleshooting. They changed the probe to continue the procedure. The device was used after opening from a sealed package and there was no damage in the product or the packaging noticed. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the probe, handle, both inserts, and an open pouch were returned in the original packaging carton. There was no significant damage to the packaging carton. The pouch was open from 3 of 4 sides when returned. There was no damage noted in the construction of the probe or the handle. Both the probe and the handle were free of contamination when returned. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There were no issues found during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: previously applied codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.